Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, no delivery and motor tests. No excessive no delivery error alarm or motor error alarm noted. The insulin pump had cracked case at display window corner, minor scratched lcd window and broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that he will receive no delivery alarms when he received motor error alarms. Customer stated that it would not happen all the time. Customer would rewind the pump and re-prime the line and it would work. Customer did not want to return the set and reservoir for analysis.